Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused bendomustine during therapy in the hematology and oncology care area. A 500 ml bag was used with a total volume of 502 ml. The pump was set to infuse over 1 hour. Per the device event history log, the pump ran longer than planned with a volume to be infused of about 602 ml. It was also reported there was no patient injury.